Event description:
Caller states the patient tested 4.7 inr on the coaguchek xs system and 2.8 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent.